Manufacturer narrative:
B4:03jun2021 the customer reported there was no patient involvement at the time the issue was discovered as it was discovered during maintenance. The customer observed he has 1st gen lcd and is requesting part identifications for 2nd generation cables and other parts that go with it. The remote service engineer emailed the caller the part numbers and prices that are needed for the 2nd gen lcd. The customer repaired the device using an upgraded user interface assembly and passed the required performance verification tests. The device was put back into service.

Event description:
The customer called into technical support (ts) reporting that the device¿s display is dim and cannot change the brightness. The inverter or lcd may have gone bad. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer observed he has 1st gen lcd and is requesting part ids for all parts needed to resolve the reported problem.